Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse replaced the computer tower and ran a system check, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that smoke emitted from a dimension exl with lm instrument. The instrument was on standby when smoke emitted from the instrument. The customer inspected the instrument and observed that the display screen was off. Then, the customer powered down and unplugged the instrument. The customer reported that there was a delay in testing patient samples but indicated that there was no impact to patient care due to this event. Approximately 60 samples were sent to an alternate laboratory for testing. There are no known reports of adverse health consequences due to the smoke that emitted from the dimension exl with lm instrument.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2019-00183 on 26-apr-2019. Additional information (01-may-2019): siemens further investigated this issue and determined that the computer emitted smoke potentially due to the computer overheating. Dust blocking the air vents, required to cool the electronics in the computer, potentially contributed to the computer overheating. The instrument is performing according to specifications. No further evaluation of this device is required.